Event description:
Additional information was received from the patient (pt). They reported that they have been unable to connect with their hcp. No steps have been taken to resolve the issue. Pt was told by the rep to contact them or any other rep. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they don't believe the stimulator in their back is working correctly. Patient stated they can't feel any sensations from the stimulation and when they turn the intensity up or down it doesn't do anything. Agent asked patient if they had any recent falls or accidents and patient said they had a fall about 5 months ago but even after that they were still able to feel some sensation with the implant until this monday. Patient mentioned that when they were implanted they told the mdt rep that they weren't feeling any stimulation and was told by the mdt rep that they were not supposed to feel any stimulation with the provided settings. Patient also mentioned with their previous implant that whenever they changed the stimulation setting it would give them a warning that it was too high so they turned it down. During the call the patient was in group a and the controller battery was at 50% but the implant has no battery. Patient mentioned that they charged the implant battery in full last night but now the implant was empty already. The issue was not resolved. Agent advised patient to charge the implant and call back for assistance in checking other groups. The patient was also redirected to their hcp to further address the issue.